Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range pace impedance measurements due to a suspected lead to header connection issue. This device was then reprogrammed to unipolar pacing and remains in service. No adverse patient effects were reported.